Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. It is undetermined which lead had high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.